Event description:
The customer reported the system locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. System operates as intended. (B) (4).